Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany

Event description:
Unomedical reference number (B)(4). Event occurred in germany on (B)(6) 2024, the patient faced an issue with infusion set was leaking. The leakage was at quick release, however the quick releasewas tightly connected. The infusion set was used for two days. No further information available